Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester had delamination of hemopro 2 tips. The case was completed with initial device. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester had delamination of hemopro 2 tips. The case was completed with initial device. The hospital did not report any patient effects. The ¿delamination¿ was actually the metal lifting off of the jaws. So basically bent wires on the jaws. The account disposed of the device. It will not be returning. No lot number available.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25135392, 25135770, 25135858 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.